Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) below 54 mg/dl was recorded by continuous glucose monitor (cgm) at 7:39 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user made bolus requests without entering current bg and while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl; cause was unknown. Juice, a slurpee, and a sausage were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.